Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data was collected and analyzed. High resistance/impedance was noted as one patient alert for rv pace lead impedance was greater than 3000 ohms on (B)(4) 2012 03:00:04. The weekly pace lead trend data shows an abrupt increase for max v pace from 632 to 14800 ohms peak between (B)(4) 2012 and (B)(4) 2012. Oversensing was noted as 50 ventricular non-sustained tachycardia episode <(><<)>=190 ms occurred between (B)(4) 2012 09:35:20 and (B)(4) 2012 06:40:12. Interference/noise was also noted as ventricular short interval count was 242 counts, in 3.71 days, between (B)(4) 2012 16:11:35 to (B)(4) 2012 09:10:37. (B)(4).

Event description:
It was reported that there was oversensing and high impedance on the right ventricular lead which triggered a patient alert. The lead was thought to be fractured. The patient was noted to be a biker who often carried a heavy backpack. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was oversensing and high impedance on the right ventricular lead which triggered a patient alert. The lead was thought to be fractured. The patient was noted to be a biker who often carried a heavy backpack. The lead was replaced. No patient complications have been reported as a result of this event.